Manufacturer narrative:
Section h6 medical device problem code: correction. "4015 - complete loss of power" corrected to "2925 - electrical power problem" manufacturer's investigation conclusion: the reported event of a low power hazard alarm was confirmed via the submitted log file. A review of the submitted log file spanned approximately 11 days (02sep21 ¿ 13sep21 per time stamp). On 06sep21 at 08:16, the low power hazard alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~3.5v. The no external power alarm did not activate due to the voltage not dropping low enough. This was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during this event. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the mpu being unavailable. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including low power hazard alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files revealed low power hazard events on (B)(6) 2021. This was caused by power to the mobile power unit (mpu) being briefly interrupted.